Manufacturer narrative:
The impella 2.5 pump was not returned for evaluation despite all attempts to retrieve it from the german facility. Consequently, no device analysis could be performed. The console logs were returned for analysis. The logs were reviewed and showed the mentioned hypotension during the pci procedure and ballooning. They further showed that there was good pressure and flow with the pump in correct position throughout the support. The manufacturer will continue to monitor and investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplemental report, should any additional information be received. The root cause of the observed hemolysis and retroperitoneal bleed were unable to be determined because the product was not returned. No corrective action is required at this time. Failures of this type will continue to be monitored and trended. (B)(4).

Event description:
On (B)(6) 2016 a (B)(6) male was admitted to a (B)(6) hospital for a high risk percutaneous coronary intervention (pci). The pci was to treat and stent three coronary arteries with drug eluting stents, the left main, left anterior descending, and circumflex. An impella 2.5 pump was placed for support. During the stenting of the arteries there was hypotension noted with a decrease in the blood pressure. The physicians were mentioned to be satisfied with the support provided by the imepella and the patient was discharged to the ICU on support. After 7 hours of support there were signs of hemolysis and the impella was explanted. The lab values of the hemoglobin were falling and the lactate levels were rising. In addition to the hemolysis there was a retroperitoneal bleed. To remedy both the hemolysis and bleed the patient received 4 units of blood replacement products. There was no need for further intervention in the form of dialysis or surgical repair. The patient stabilized.